Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the logs were going to be retrieved, as well as, check in with the factory before deciding on the course of solution for the unit. However, the customer decided not to continue with the repair since they were going to dispose of the unit.